Event description:
It was reported during a routine device changeout procedure, noise was observed on the atrial lead. Irregular pacing was also noted during the noise episodes. The physician elected to cap and replace the atrial lead. The procedure was completed successfully without adverse consequences to the patient. The patient was in good condition following the procedure.